Manufacturer narrative:
Depuy considers the investigation closed at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: pt was implanted with a depuy asr hip on his left side in the yr 2008. Pt experienced constant and severe pain and discomfort in his thigh, hip-joint, and groin; the formation of severe metallosis which has damaged bone and tissue surrounding the implant; stiffness; inflammation; clicking and popping sensation in his hip when moving to and from a sitting position; chromium and cobalt metal toxicity; trouble walking and other lack of mobility; and add'l complications. Pt will undergo revision surgery in the (B)(6) 2011.